Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the instrument associated with the reported complaint to perform failure analysis. The vessel sealer extend was analyzed and the complaint regarding the instrument not rotating was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the log shows no errors. An additional observation not reported by site that that is not related to the customer reported complaint was that the instrument was found to have a defective grip function. The grip tips stayed open without having to lock the grip open lever. No obvious signs of damage found. The instrument was transferred to engineering and primary fa was confirmed. When the grip release lever was pulled and released, the instrument grips would not return to closed position. The housing was removed and it was determined that the grip open spring underneath the housing was dislodged. This dislodged spring is what caused the grips to remain open after the lever was pulled and released.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was observed to have not been rotating correctly. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used on a patient. The surgeon just noticed it not rotating before use. A backup instrument was used, and the procedure was completed with no reported injury.